Event description:
It was reported that froze on wire occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous internal carotid artery. A 8.0-21 carotid wallstent was selected for use with a 3.5-5.5 190 cm filterwire ez. The filterwire ez was advanced distal to the lesion, and deployed. During advancement of the carotid wallstent, severe resistance was encountered at the distal portion of the filterwire delivery wire, preventing the carotid wallstent from reaching the intended location. When an attempt was made to retrieve the carotid wallstent, the carotid wallstent and the filterwire ez became stuck together and could not be separated, requiring both devices to be removed together as a single unit. The filterwire ez was replaced with another of the same device, which was successfully deployed, and the procedure was completed without further issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Detailed information for both the carotid wallstent and the filterwire was not provided to bsc for the return status, a good-faith effort was made to acquire the necessary information and no information yet for when the device was return.